Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and device breakage ('the tips were in the uterus but didnt think it would be a problem to back therm out & get all of it') in an adult female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, foot surgery, hernia repair, umbilical hernia repair, parity 3, multigravida, parity 3, facial swelling, hives, rash, palpitations, felt faint, joint pain and paratubal cyst. She notes that she had an essure procedure done about 3 years ago and had a confirmation test which was normal. Concurrent conditions included irregular menstruation, post coital pain, post coital bleeding, fatigue, decreased appetite, acne, bloating and major depressive disorder. Family history included hypertension (mother). Concomitant products included cetirizine, epinephrine, hydroxyzine since (B)(6) 2014, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and prednisone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("depression"), anxiety ("anxiety/mental anguish"), swelling face ("rashes or skin conditions type: facial swelling/ swelling in face"), urticaria ("hives"), rash ("rashes"), migraine ("migraines / headaches"), palpitations ("blood or heart disorder/condition type: heart palpitations"), dysmenorrhoea ("dysmenorrhea(cramping)") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), feeling abnormal ("major brain fog") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, swelling face, alopecia and hypersensitivity had resolved and the device breakage, depression, anxiety, urticaria, rash, migraine, palpitations, dysmenorrhoea and feeling abnormal outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, dysmenorrhoea, feeling abnormal, hypersensitivity, menorrhagia, migraine, palpitations, pelvic pain, rash, swelling face, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2018: specimen(s): a: bilateral fallopian tubes b: bilateral essure devices final diagnosis: fallopian tubes, bilateral, bilateral salpingectomy - para tubal cysts (bilateral) essure devices, bilateral - two essure devices identified clinical history: 38-year-old, pelvic pain due to essure device gross: "bilateral fallopian tubes". It consists of two dusky purple-tan, fimbricated fallopian tubes paratubal cyst is noted adjacent to the shorter fallopian tube. Sectioning of both fallopian tubes reveals a patent, unremarkable lumen measuring up to 0.6 cm in diameter. Representative sections are submitted in two cassettes the specimen is received fresh without fixative, labeled with the patient's name and date of birth, and designated "bilateral essure devices". It consists of two unprinted portions of metallic coiled wire with a scant amount of adherent red-pink soft tissue. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: depression, anxiety. Lot number: 836496, manufacture date: 2011-03, expiration date: 2014-03. Concerning the injuries reported in this case, the following one were reported via social media: major brain fog. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new event allergic reaction was added. Event outcome of pain, bleeding, allergic reaction, others were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and device breakage ('the tips were in the uterus but didnt think it would be a problem to back therm out & get all of it') in an adult female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, foot surgery, hernia repair, umbilical hernia repair and parity 3. She notes that she had an essure procedure done about 3 years ago and had a confirmation test which was normal. Concurrent conditions included irregular menstruation, post coital pain, post coital bleeding, fatigue, decreased appetite, acne, bloating and major depressive disorder. Family history included hypertension (mother). Concomitant products included hydroxyzine since (B)(6) 2014, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("depression"), anxiety ("anxiety/mental anguish"), swelling face ("rashes or skin conditions type: facial swelling/ swelling in face"), urticaria ("hives"), rash ("rashes"), migraine ("migraines / headaches"), palpitations ("blood or heart disorder/condition type: heart palpitations"), dysmenorrhoea ("dysmenorrhea(cramping)") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and feeling abnormal ("major brain fog"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the device breakage, vaginal haemorrhage, menorrhagia, depression, anxiety, urticaria, rash, migraine, palpitations, dysmenorrhoea, alopecia and feeling abnormal outcome was unknown and the swelling face had resolved. The reporter considered alopecia, anxiety, depression, device breakage, dysmenorrhoea, feeling abnormal, menorrhagia, migraine, palpitations, pelvic pain, rash, swelling face, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: depression, anxiety. Lot number: 836496 manufacture date: 2011-03 expiration date: 2014-03. Concerning the injuries reported in this case, the following one were reported via social media: major brain fog. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received. Event major brain fog was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and device breakage ('the tips were in the uterus but didnt think it would be a problem to back therm out & get all of it') in an adult female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, foot surgery, hernia repair, umbilical hernia repair, parity 3, multigravida, parity 3, facial swelling, hives, rash, palpitations, felt faint, joint pain and paratubal cyst. She notes that she had an essure procedure done about 3 years ago and had a confirmation test which was normal. Concurrent conditions included irregular menstruation, post coital pain, post coital bleeding, fatigue, decreased appetite, acne, bloating and major depressive disorder. Family history included hypertension (mother). Concomitant products included cetirizine, epinephrine, hydroxyzine since (B)(6) 2014, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and prednisone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("depression"), anxiety ("anxiety/mental anguish"), swelling face ("rashes or skin conditions type: facial swelling/ swelling in face"), urticaria ("hives"), rash ("rashes"), migraine ("migraines / headaches"), palpitations ("blood or heart disorder/condition type: heart palpitations"), dysmenorrhoea ("dysmenorrhea(cramping)") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), feeling abnormal ("major brain fog") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, swelling face, alopecia and hypersensitivity had resolved and the device breakage, depression, anxiety, urticaria, rash, migraine, palpitations, dysmenorrhoea and feeling abnormal outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, dysmenorrhoea, feeling abnormal, hypersensitivity, menorrhagia, migraine, palpitations, pelvic pain, rash, swelling face, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2018: specimen(s): bilateral fallopian tubes , bilateral essure devices final diagnosis: fallopian tubes, bilateral, bilateral salpingectomy para tubal cysts (bilateral) essure devices, bilateral two essure devices identified clinical history: 38-year-old, pelvic pain due to essure device gross: "bilateral fallopian tubes". It consists of two dusky purple-tan, fimbricated fallopian tubes paratubal cyst is noted adjacent to the shorter fallopian tube. Sectioning of both fallopian tubes reveals a patent, unremarkable lumen measuring up to 0.6 cm in diameter. Representative sections are submitted in two cassettes the specimen is received fresh without fixative, labeled with the patient's name and date of birth, and designated "bilateral essure devices". It consists of two unprinted portions of metallic coiled wire with a scant amount of adherent red-pink soft tissue. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: depression, anxiety. Lot number: 836496 manufacture date: 2011-03 expiration date: 2014-03. Concerning the injuries reported in this case, the following one were reported via social media: major brain fog. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, foot surgery, hernia repair, umbilical hernia repair and parity 3. She notes that she had an essure procedure done about 3 years ago and had a confirmation test which was normal. Concurrent conditions included irregular menstruation, post coital pain, post coital bleeding, fatigue, decreased appetite, acne, bloating and major depressive disorder. Family history included hypertension (mother). Concomitant products included hydroxyzine since (B)(6) 2014, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("depression"), anxiety ("anxiety/mental anguish"), swelling face ("rashes or skin conditions type: facial swelling"), urticaria ("hives"), rash ("rashes"), migraine ("migraines / headaches"), palpitations ("blood or heart disorder/condition type: heart palpitations"), dysmenorrhoea ("dysmenorrhea(cramping)") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, depression, anxiety, urticaria, rash, migraine, palpitations, dysmenorrhoea and alopecia outcome was unknown and the swelling face had resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, menorrhagia, migraine, palpitations, pelvic pain, rash, swelling face, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: depression, anxiety. Lot number: 836496 manufacture date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received :case was updated from other event to incident.following events were deleted "plaintiff began to experience complication", plaintiff did not underwent essure confirmation test.. Following events were added : rashes or skin conditions type: facial swelling, rashes, hives, migraines / headaches, blood or heart disorder/condition type: heart palpitations, dysmenorrhea(cramping), hair loss. Outcome of the event pelvic pain was changed from unknown to recovering/resolving. Reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.